Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin flow blocked alarm functioning properly. The test guardian link with the glucose sensor simulator and the test bg meter communicates properly to the pump. Device programmed with multiple sg value and all registered properly in the summary history noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose was 421 mg/dl, 107 mg/dl and 150 mg/dl. The customer was treated with the manual injection. Troubleshooting was performed for high blood glucose sensor glucose versus blood glucose. Customer was neither in emergency room, nor admitted into hospital, as a result of high blood glucose. The customer reported that they had performed the high pressure test and the test was failed. The customer was advised that the insulin pump will need to be replaced and revert to back up plan. The insulin pump will be and sensor, infusion set will not be returned for analysis.